Event description:
It was reported that during a right colectomy procedure, the stapler loose the firing button when the doctor finished the firing; the blade remained exposed; however, the staple line was made. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Firing knob dislodged and damaged slip block assembly. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired and with the knife outside the doghouse. Due to the condition of the device, no functional test could be performed. While no conclusion could be reached as to how the firing knob and the slip block assembly became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.